Event description:
On 27th june 2024, it was reported by a sales representative via email that an ar-1255-18, suture passing wire, was missing the wire loop at the end of the wire, this was detected during use in a acromioclavicular joint stabilisation procedure on (B)(6) 2024 and the missing wire loop was noticed when ar-1255-18 was advanced while it was placed through ar-2256l and the coracoid passer was passed below the patients coracoid. X rays did not reveal any obvious indication that the missing piece was in the patient, but it was not found in the surrounding area either. Operation proceeded as planned and this piece was documented as missing. The procedure was completed successfully as the passing sutures were tied to the end of the nitinol wire and shuttled across, instead of using the wire loop which had detached.

Manufacturer narrative:
The lot number is either 15295461 or 15158154. But was unable to be confirmed which one. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when passing the suturewire.